Event description:
During routine follow up, it was discovered that the interlaminal fixation plate at c4 had become disengaged on one side. Patient was asymptomatic. Initial surgery occurred approximately 6 weeks prior involving laminoplasty at three levels at c4-c6. Patient was otherwise compliant with post operative care. Patient is doing well.

Manufacturer narrative:
(B)(4). Radiographs confirmed posterior laminal fixation plate has come detached on one side of c4. Patient is doing well and currently the surgeon plans to do an additional anterior stabilization surgery to help correct patient's progressive flexion. The plate will not be returned as it remains in the patient and there is no plan to revise the plate. No evaluation of the device can be completed at this time. The root cause of this reported event is unknown. Warning and precautions "... Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, ..., fracture of the vertebra, neurological injury, and vascular or visceral injury." "Care should be taken to insure that all components are ideally fixated prior to closure."